Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow and low speed alarms were observed during system controller history interrogation. The system controller was swapped out and the issues occurred again. The alarms were reproduced by flexing a portion by the distal end of the percutaneous lead (driveline) when connected to power module. There were no obvious areas of damage. It was reported that the patient was pre-syncopal with pump stoppages. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There have been no further pump stoppages. No additional information was provided.